Manufacturer narrative:
Manufacturing review: the lot number was provided and the lot device history records were reviewed. The lot met all release criteria. Visual inspection / functional/performance evaluation: the device was not returned; therefore, visual inspection and functional testing of the device could not be performed. Medical records review: medical records were not provided for review. Image/photo review: images/photos were not provided for review. Conclusion: the investigation is inconclusive, as the sample was not returned for evaluation. Labeling review: the current IFU (instructions for use) state: precautions: 1. Carefully inspect the device prior to use to verify that it has not been damaged during shipment. Do not use if device damage is evident. 2. Discontinue use of the device if damage, malfunction or contamination is suspected during use. 3. For experienced physician use only. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. Device not returned.

Manufacturer narrative:
No device, no medical records or no medical images have been made available to the manufacturer. As the lot number for the device was provided, a review of the device history records is currently being performed. The investigation of the reported event is currently underway. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that the pressure gauge on the inflation device allegedly did not read pressure during the initial inflation. Reportedly, another inflation device was used to complete the procedure. There was no reported impact or consequence to the patient.